Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was leaking below the molded strain relief on the extension. The uvc was inserted on (B)(6) 2011 and removed on (B)(6) 2011. The customer stated that the uvc was not replaced and the patient status is fine.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.